Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge would not open and required maintenance. The customer stated that the user was unable to access the medication stored in the fridge, resulting in a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the customer confirmed that the issue was resolved, the technicians recovered the storage space by opening and closing the refrigerator/drawer and cleared the error. The system functioned as intended after the customer confirmed the issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es fridge would not open and required maintenance. The customer stated that the user was unable to access the medication stored in the fridge, resulting in a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.